Event description:
It was reported that the trial worked very well on the first and second days, but on the third day ¿not so well¿. The physician and manufacturer representative thought it was because the lead migrated after a few days in the body. After further review, it was indicated that the patient had a little bit of leaking on the third day of the trial. It was also reported the "wires probably get weaker" and "move around".

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).